Event description:
It was reported that the patient was hospitalized for back pain. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the issue, but no further information was available. The patient remains under medical supervision and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.